Manufacturer narrative:
Device evaluated by manufacturer: only the main coil was returned for analysis. Visual inspection revealed device was stretched, and the interlocking arm detached. Functional inspection could not be performed since the device was returned incomplete. Dimensional inspection revealed that the overall dimension (od) of the zap tip and primary coil were within the specification. The coil arm od could not be measured due the interlocking arm was detached.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that the coil detached. The target lesion was in the iliac artery aneurysm. A 12mm x 40cm interlock-35 was selected for use. During the procedure, it was noted that the interlocking arm of the coil detached/unlocked from the interlocking arm of the pusher wire inside the 5f angiography catheter during use. The device was removed with the catheter and the procedure was completed with another of same device. No complications reported and the patient is stable. However, device investigations revealed that the interlocking arm was detached.